Event description:
The customer reported to olympus, the evis lucera elite colonovideoscope exhibited poor water supply. The device was returned and an evaluation revealed clogging of the nozzle with foreign material. This report is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with the event.

Manufacturer narrative:
An evaluation of the returned device confirmed the customer allegation. Due to clogging of nozzle, water removal ability does not meet the standard value. Due to wear of angle wire, bending angle in up direction does not meet the standard value. Due to wear of angle wire, the play of up/down knob was out of the standard value. Adhesive on bending section cover was chipped, cracked and had white-clouded area. The adhesive around objective lens was peeled. The universal cord had a wrinkle. Scope connector had a scratch. Paint on air/water-cylinder and suction cylinder was peeled. The scope connector-case unit was dirty. The adhesive around the objective lens was peeled. The adhesives around light guide lens had white-clouded area. The distal end cover was cracked. Part of the insertion tube was caught and pinched, and the insertion tube becomes deformed. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is received.

Manufacturer narrative:
This report is being submitted for additional information provided by the customer. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if additional information is available.

Event description:
It was further reported that the issue "water supply failure" occurred during a diagnostic procedure. The device was inspected before use and there were no findings. The procedure was completed with the same device. It is unknown if there was a delay in procedure and if the patient was under anesthesia at the time of delay.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that foreign material was in the nozzle, however, the specific material could not be identified and the cause could not be specified. The nozzle was not reported to have been deformed and three attempts were performed to obtain additional information regarding reprocessing, but no response was received from the customer. Olympus will continue to monitor field performance for this device.